Event description:
(B)(4). Heavy and irregular menstrual periods which had never occurred before. Migraine headaches 2x or more a week, chronic fatigue. Bloating in lower abdomen. After insuring coils were properly placed, 3 months after initial insertion had uterine ablation to stop heavy periods. They stopped for 2 months then heavy spotting returned. Within 6 months after I was in full stages of menopause when there had been no indication prior to insertion of coils. Night sweats, mood swings. Hair loss. All of the above other than bleeding have been persistent for over 5 years now. Have used botox for migraines and estrogen therapy for menopause. (B)(6) did pay for device and ablation.